Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential oversensing was observed few days after implant. Oversensing was reproducible in clinic. Programming changes were made and the issue was resolved.